Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report body cramping and having to disconnect from the insulin pump. The customer reported receiving no delivery alarms. The customer reported taking a lantus injection right before the cramping began. It was also reported that the customer had a bent cannula and had been using smaller cannulas that week. The customer's blood glucose ranged from 76 to 358 mg/dl. The customer called paramedics and was admitted to the hospital during the call. The customer stated that once treated in the hospital, she felt better. The customer reported that her current blood glucose levels ranged from 400 to 500 mg/dl. The product was not returned for analysis.